Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level displayed as ¿high,¿ though exact value was unknown. Customer gave correction insulin by injection to address the blood glucose level. Reportedly, the customer changed supplies as needed and resumed insulin therapy.